Event description:
A physician called to report that he had noticed glistenings in these lens types as well as a white haze that develops over time. F/u with the surgeon indicates there has been no pt impact/harm related to these observations. Add'l device and pt specific data was requested, but was not provided.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 05/16/2008. Add'l info was requested by phone on 08/29/2007 and 08/31/2007 and requested by e-mail on 09/07/2007. Add'l info was received by e-mail on 09/10/2007. Add'l info was requested and received by phone on 09/18/2007.